Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received for evaluation: a visual inspection found no evidence of physical damage. A review of the event history log was able to verify the customer reported "travel coarse" error. During the functional testing, the clutch was found to be worn and the plunger rod seal was damaged. The clutch, leadscrew and plunger rod seal were replaced. The cause of the customer reported issue was found to be worn parts. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a "travel coarse error". Found during testing. There was no patient involvement, and no patient harm/adverse event reported.